Manufacturer narrative:
No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a spine procedure, the site damaged their slap hammer. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Suspect slap hammer was returned and visually examined. The end cap has broken from the shaft of the slap hammer and is missing. This issue will be trended and monitored in a medtronic hardware anomaly tracking database.